Event description:
The customer reported a failure to discharge in manual mode. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in manual mode. No adverse patient impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.